Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that she had unexplained high blood glucose and dka. Customer was taken to the emergency room and was hospitalized. The blood glucose reading was 380 mg/dl. Customer stated that she was vomiting prior to going to the hospital. Nothing further was reported.